Event description:
During a remote follow-up, the device was found to be at elective replacement indicator (eri) sooner than expected. Premature battery depletion is suspected, although not confirmed. A device replacement is anticipated. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced. The patient was stable.